Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/number: (B)(4), (B)(6), UDI number: (B)(4). Product ID: mc1vr01-delsys product event summary: the full delivery system was returned and analyzed. The analyst noted that the delivery system was returned with the device seated correctly on the recapture cone. Visual analysis indicated that the delivery system shaft has exposed wire mesh at the proximal end of the recapture cone. The analysis indicated that there was a mechanical issue with the shaft of the delivery system. The articulation of the delivery system was out of plane. The device could be deployed and recaptured. The sheath of the delivery system was damaged. There was dried blood visible inside the device cup, on the device and the recapture cone. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, several attempts were made to deploy the leadless implantable pulse generator (ipg). The first several attempts resulted in low r-waves and no capture. The physician removed the system for evaluation, and a clot was present at the tip. The clot was washed off and multiple deployments were again attempted. Intermittent capture was exhibited, and the physician noted that the ipg would "tend to slide towards the apex of the heart.¿ it was also reported that there was intermittent telemetry throughout the procedure, and even when the telemetry head was changed, the problem persisted. The system was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.